Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was scratch marks on the donut of the recharge antenna. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient was having a hard time charging their implant which had been "going off and on for the past week and will sometimes get a connection and sometimes not". It was also reported that the patient's rtm paddle got very warm and hot to the touch and they could not put the paddle on their skin. While the patient was meeting with a manufacturer representative (rep), the rep was not able to connect with their implant using the both the patient's equipment as well as the rep's. The last time the patient was able to charge their implant was two days prior to the call, and the patient was not feeling the stimulation at the time of the call. The controller showed the "no device found" screen. With the rep's rtm, "they were getting 100 while going through passive recharge mode". No further complications were reported or anticipated. Additional information was received reporting that the patient received a replacement rtm and was now charging and using their ins like before, the issue was resolved with the new rtm. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.